Event description:
Gave injection and attempted to retract the needle using the safety button, and the needle disconnected from the syringe. Unable to locate needle. Abdominal xray confirmed needle not present in patient.